Manufacturer narrative:
Concomitant products: product ID 3776-60, serial# (B)(4), implanted: (B)(6) 2013, product type lead; product ID 3776-60, serial# (B)(4), implanted: (B)(6) 2013, product type lead. (B)(4).

Event description:
It was reported that the patient took a nap and before the patient could change setting on the implantable neurostimulator (ins) the patient got ¿shocked, so badly like it was up in the upper left hand side of her back where the leads are located. It felt like the electrodes were shorting out in her back.¿ it was noted that for 24 hours after the event the patient felt heat in that area. The patient's the health care provider (hcp) told patient to turn ins off and it was noted the hcp thought it might be a muscle spasm, but the patient did not think so. The patient kept her ins off for 24 hours which seemed to help but the patient experienced the same thing the date of this report.

Event description:
Additional information reported that patient had felt a ¿hot spot¿ in the back, like patient¿s ¿muscle had actually been fried, it was so painful.¿ it was reported that it was actually hot to touch. It was reported that after 24 hours patient turned the implant back on and ¿everything seemed fine since then until day of report around 4pm. It was reported that the same thing happened, and it hurt ¿so bad.¿ it was reported that the patient felt like the skin/muscle was being ¿burnt.¿ patient reported that these events felt more like a really intense burning shock.

Manufacturer narrative:
(B)(4).